Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the broken needle piece retained in patient? If yes, how was it retrieved? Remains in the patient. Was there any adverse consequence associated with the patient? Unknown are there any future interventions; including x-ray planned to locate the broken needle tip? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a left total hip replacement procedure on an unknown date; and suture was used. During the procedure, the needle tip broke upon closing the deep fascia. It was unknown how the case was completed. There were no adverse patient consequences reported. Additional information was requested.